Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device alarms and unexpected restart was due to a defective main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device triggered a series of high obstruction alarms causing the device to restart unexpectedly. There was no patient injury reported as a result of this incident.